Event description:
This radialsource introducer was used in a cardiac catheterization procedure. The physician used the modified seldinger technique and after inserting a bare needle to the radial artery and receiving pulsatile bleed back, the patient then inserted a spring wire supplied with the radialsource kit. The needle was removed and the radialsource introducer 5f was inserted over the wire. Prior to the insertion, the radialsource sat in a bowl with saline and ikacor. While trying to insert the radialsource, the physician felt resistance and therefore decided to retract the sheath and replace with a competitor product instead. When the radialsource sheath was examined, the physician noticed that the distal tip of the sheath the transition to the dilator cracked and widened.

Manufacturer narrative:
Na